Event description:
It was reported that the liner wore out superiorly. The retaining ring on the liner is broken. There is evidence of metalosis. It was reported that the cermaic head was burnished superiorly.